Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty mode relay on the hv module.